Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube) and broken battery tube threads. (B)(4).